Event description:
It was reported that during surgery, the blade doesn't engage and not able to take any skin. There was no patient impact. It was unknown if there was surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.